Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels the cardiac resynchronization therapy defibrillator (crt-d) "bumping" when they sit. They recently had some settings "adjusted" and now feels the "bumping". It was further reported by the clinic that the left ventricular (lv) lead pacing was causing phrenic nerve stimulation. It was also noted that the lv lead triggered an impedance alert. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.